Event description:
This event involved an extremely ill patient who had been rapidly deteriorating due to shock and severe metabolic acidosis. Around the time of the device event, the patient's blood pressures ranged from 65-93 systolic / 49-50 diastolic. An upstream occlusion alarm of the IV pump channel infusing one of the patient's vasopressor medications (norepinephrine) occurred during this critical time and the patient became increasingly hypotensive during the (approximately) 15 seconds it took for the nurse operator to clear the alarm and resume infusion. The patient's bp (blood pressure) briefly recovered, but shortly following the event, the patient experienced cardiac arrest and acls (advanced cardiovascular life support) was administered. The patient subsequently experienced return of spontaneous circulation and survived the arrest. The pump alarm occurred at a critical time, but the patient's deterioration and arrest was believed to be related to his underlying condition. The patient remained critically ill and died the next day. Prior to the event, the patient had recently been switched from standard concentration to higher concentration norepinephrine. The nurse operator, while able to successfully clear the pump alarm, was not able to identify any cause of the upstream occlusion alarm.